Manufacturer narrative:
The subject product was discarded by the user facility and was not returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported event. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would have caused or contributed to the reported event. Review finds no other complaints have been reported for this production lot of 1440 units manufactured in may of 2017. The IFU for the hydrosurg irrigat or precautions "the pump motor runs continuously when fluid is not present in the pump housing. Prolonged operation without fluid in the system may damage the pump motor and must be avoided." If additional event information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded by user facility

Event description:
As reported by the davol sales rep: it was reported that hydrosurg irrigator was being used during a case and the device would not shut off and began to smoke. There was no patient or user injury reported. Information was limited. Requests for additional information were made.